Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3 ml ll w/ndl 25 x 1 rb experienced foreign matter contamination which was noticed prior to use. The following information was provided by the initial reporter: material no.: 309581, batch no.: 8330732. Pharmacist called to report finding a debris on the needle that looked "clear tan like glue or a booger or a piece of skin" when it came out of packaging. It was not used.

Manufacturer narrative:
H.6. Investigation summary: one 3ml syringe with needle in an opened blister pack from batch 8330732 (p/n 309581) was received and evaluated. The shield was removed, and it was observed there was a small tan particle attached to the middle of the cannula. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Fourier transform infrared spectroscopy (ftir) analysis was completed on the material observed on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polycarbonate. Potential root cause for the foreign matter defect is associated with the needle manufacturing process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. H3 other text : see section h.10.

Event description:
It was reported that the syringe 3ml ll w/ndl 25x1 rb experienced foreign matter contamination which was noticed prior to use. The following information was provided by the initial reporter: material no.: 309581 batch no.: 8330732 pharmacist called to report finding a debris on the needle that looked "clear tan like glue or a booger or a piece of skin" when it came out of packaging. It was not used.